Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: the nurse accessed the patient's port with the new 20g port needles. When the nurse drew back, blood immediately began seeping around the needle and running down the patient's chest. It required the nurse to remove the needle and apply light pressure for 30 seconds and re-access port.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.